Manufacturer narrative:
Date of event: approximated as it is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. At the 45 day follow up procedure a device related thrombus was seen. At the time the patient was only on aspirin. The physician decided to start anticoagulation therapy and redo the transesophageal echocardiogram (tee). There were no further complications.